Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weak. The patient reported that "messages can be more specific, that message not okay is not specific enough". The meter allegedly was prompting "not ok". There was no result obtained from the meter. There was no result obtained from any other source. There was no comparison between the patient's meter and any other device. There was no treatment. No further information has been reported.